Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant ii stent graft system was implanted in a patient for the endovascular treatment of a 70mm diameter abdominal aortic aneurysm. It was reported that during the index procedure, the physician ballooned distally and the distal right cia ruptured. The physician performed intervention with the implantation of another endurant limb to extend into the right eia to resolve the event. The cause of the event is undetermined. No additional clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
Additional information received; it was confirmed that the reliant balloon did not burst during the procedure. If information is provided in the future, a supplemental report will be issued.